Manufacturer narrative:
The device has been returned to the MFR. At the time of this report device eval has not been done performed. Once the investigation result becomes available, we will submit a f/u report. At this point in time zimmer will consider this case closed. (B)(4).

Event description:
It is reported that pt received a zimmer cnn cm nail and it broke and the pt is in pain.